Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call button error alarm and high blood glucose levels. Customer's blood glucose level was 436 mg/dl. Customer did not treat their high blood glucose due to being off the insulin pump as a result of battery issues. Customer advised they replaced the battery and received blank display. Troubleshooting for the button error alarm was performed. Customer advised the act button was unresponsive during a bolus attempt. The line dropped and customer was unable to be reached to further troubleshoot the insulin pump.